Manufacturer narrative:
.

Event description:
It was reported that during an unk procedure the front edge of the device dropped off into the abdominal cavity. Another device was used to complete the case. There was no adverse consequence to the patient.